Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 17.3 mmol/l. The customer stated that she had gone through a body scanner. Troubleshooting was done on the insulin pump. The customer stated that sometimes the cannula was bent but that on the most recent infusion set, the cannula was not bent. The customer reported a 0.375 discrepancy when comparing basal setting to daily totals. Advised customer that the insulin pump needed to be replaced. Advised customer to revert to a back-up plan. Advised to call back if any further assistance was needed. Advised a replacement insulin pump would be sent. Nothing further reported.